Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 33/7/2/65 equalizer¿ balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. No patient complications were reported.